Event description:
The subject device was used during an open abdominoperineal resection. The probe of the device broke off outside the pt when the user wiped off stains on it, after the use of it had ended, about 5 hours later from the beginning. The procedure was completed with the device. There are no pt injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 15mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output with contracting the probe with the same hard objects. Then the crack developed from the scratch on the probe by output during the procedure. After that, the probe broke off by physical stress, when the user wiped it. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the evaluation, this report appears to be related to use handling.